Manufacturer narrative:
Date of event: the customer stated the event occurred twenty years ago without providing a specific date, therefore a default date of event has been listed. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the unspecified bd pen needle broke off in belly. The following information was provided by the initial reporter: states 20 years ago the needle broke off in her belly and now she needs to have a MRI completed. She does not have any other information about the device.

Event description:
It was reported that the unspecified bd pen needle broke off in belly. The following information was provided by the initial reporter: states 20 years ago the needle broke off in her belly and now she needs to have a MRI completed. She does not have any other information about the device.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.